Event description:
The patient had a total knee replacement done with microport on (B)(6) 2025. She developed severe pain that didn't make sense a few months late. I then worked her up for an infection, which was negative. Then we did a revision surgery on her. At this time, when I did the surgery, the patellar button was not only loose and spinning, but it had also detached from the metal backing that it is supposed to be fused to. I have reported this to microport already- (B)(6). They have done an analysis but didn't say if there was a problem. I have never in 12 years seen a product fail like this. The button wear was so bad, I suspect it led to a rapid osteolysis, which made the other implants get loose quickly. The implants were well fixed early on and did fine. I think this is a catastrophic failure.